Manufacturer narrative:
Since the device has is being retained by the customer, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 425cc saline prosthesis, catalog #3502425, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast prostheses implantation with mentor smooth round moderate plus profile 425cc saline prostheses on (B)(6) 2012 and began experiencing the following in (B)(6) 2017: breast pain, brain fog, fatigue, food intolerances, hot and cold sensitivity, headaches, visual disturbances, fibromyalgia symptoms, muscle pain and fatigue, sleep disturbances, contact dehydration, vitamin deficiencies, heart palpitation, panic attacks, anxiety, irritable bowel syndrome, shortness of breath, dry skin and heavy urination. The patient underwent removal without replacement on (B)(6) 2018. No product issue such as rupture was reported. The root cause of the patient's symptoms is unclear. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed, and a supplemental report will be submitted. (See 1645337-2018-05483 for contralateral prosthesis report).

Manufacturer narrative:
An additional assessment was performed on 9/11/2018, and it was determined that the neurological deficit/dysfunction patient code should be added. Manufacturer¿s reference number: (B)(4).